Event description:
A surgeon reports a broken haptic was noted on the intraocular lens after insertion. The lens was cut in two pieces and removed through a 3.2 mm incision. Removal resulted in a small amount of hyphema. Additional information has been requested.